Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services noted that the monitor and blade had sustained severe trauma which may have contributed to the intermittent imaging failure though they could not identify any one cause. The monitor's front and back shell assemblies were badly cracked and the monitor connector was twisted 45 degrees from the original position. Both front and back shell assemblies were replaced as was the blade. The device was returned to the customer.

Manufacturer narrative:
This product has not been received for evaluation at the time of this report. When the suspect returned device is evaluated a supplemental report will be issued with the results of the evaluation. Additional part used: glidescope® ranger monitor assy. Catalog: 0570-0186. Sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope ranger monitor assy with gvl 4, they system gives low quality image or no image at all. The serial label on the baton is missing. It was unknown if a back-up device was reportedly used. No delay in the procedure was noted. No harm to patient or user was reported.